Event description:
While closing after c-section, it was noted tip of closure needle was "missing" unsure if tip was packaged this way or if tip "broke." Unable to locate size 1-2mm. CT scan (B)(6) 2011 completed without signs of foreign body noted. Disclosed to patient.